Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the complaint history, device history record, documentation, manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection of the device were conducted during the investigation. The complaint devices were not returned; therefore, no physical examinations could be performed. However, photos of the devices were provided. Through these photos, investigation was able to confirm a hair-like fiber present inside of the packaging of the two introducers. In addition to the photo review, a document based investigation evaluation was performed, and there is evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Based on the information provided and no product returned, investigation has concluded that a root cause for this event can be traced to manufacturing. Measures have previously been initiated to address this failure mode prior to distribution. However, we will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Common name & product code: dqx wire, guide, catheter. (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during inspection at a distribution facility, an unidentified particle was observed in the primary package of two roadrunner the firm hydrophilic wire guides. The devices did not make patient contact.